Event description:
It was reported that a minimum fill notification occurred after customer re-loaded a cartridge. No troubleshooting could be performed as customer ended the call. There was no reported adverse impact to the customer¿s blood glucose level.